Event description:
It was observed during the device evaluation, the flex video scope exhibited a missing a-rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, a definitive root cause of the observed missing section/piece of the device sheath could not be determined, however, this issue was likely the result of component failure due to repetitive use stress/wear and or external factors. Olympus will continue to monitor field performance for this device.